Event description:
Subsequently, boston scientific received information that this rv defibrillation lead was received at boston scientific's return products department in (B)(6) 2014.

Manufacturer narrative:
A complete lead was returned (severed in two segments at 11cm from the is-1 terminal pin) for laboratory testing. A setscrew mark was identified on all terminal connectors. Drag marks were noted on the is-1 terminal ring. A extracting stylet remained stuck in the distal segment. Visual inspection found calcification covering over most of the distal tip mesh screen. Electrical integrity testing was performed on the proximal and distal segments and measurements were within normal limits with the exception of the distal negative rate sense (unable to perform due to extracting stylet). An x-ray was performed on the distal negative rate sense and no fractures were identified. Extensive testing on the passive fix mesh tip indicated that impedance measurements dropped as calcified material was removed. In conclusion, visual inspection revealed calcified body fluid (calcification) covering most of mesh screen distal porous tip. Laboratory testing confirmed that calcification on the mesh screen distal porous tip may have altered the impedance measurements as reported from the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range rv impedances of greater than 2,000 ohms and high pacing thresholds. There was no noise observed. Boston scientific technical services (ts) discussed a possible lead issue. No adverse patient effects were reported.

Event description:
Additional information was received that this lead was to be explanted electively. The patient requires several MRI scans and has requested the device and leads be removed. The rv lead pacing impedance measurements are still over 2,000 ohms, however the lead has consistently exhibited no noise and good sensing measurements. The lead was explanted and will likely be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.